Event description:
A report was received that the patient was unable to charge the ipg and had discomfort at the battery site. It was determined that the patient had a non-device related procedure that might likely used electrocautery. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (B)(6).

Manufacturer narrative:
Additional information was received that the physician determined that the battery site looked superficial and might be repositioned if it is appropriate.

Manufacturer narrative:
Additional information was received that the physician determined that it was not the scs battery site that looked superficial. Additional information was received that the patient underwent a procedure wherein the ipg was replaced per physician's preference. The patient was reportedly doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was unable to charge the ipg and had discomfort at the battery site. It was determined that the patient had a non-device related procedure that might likely used electrocautery. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Event description:
A report was received that the patient was unable to charge the ipg and had discomfort at the battery site. It was determined that the patient had a non-device related procedure that might likely used electrocautery. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
(B)(4) .